Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: device not returned therefore analysis of complaint device could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-06798. It was reported that vessel dissection occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, 16mm in length, concentric, de novo target lesion was located in the mildly tortuous, mildly calcified, and 3.50mm in diameter left anterior descending (lad) artery. After a non-bsc guidewire crossed the lesion, pre-dilation was performed using a non-bsc balloon catheter at 12 atmospheres. A 3.50 x 16 synergy drug-eluting stent was advanced to treat the lesion and was deployed at 14 atmospheres for 25 seconds. Post-dilation was performed using a nc quantum apex balloon catheter. Fluoroscopy was then performed and dissection at proximal site of the stent was noted. A 3.50x12mm synergy stent was then deployed to cover the dissection and the procedure was completed. No further patient complications were reported and the patient's status was stable and responding well to medicines.